Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit had no display. The unit was triaged and the reported issue was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. Upon triage, service found the screen back light went on but there was no visual display. No patient was involved in this event.